Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 16x3.5, eccentric, de novo target lesion with a significant bend of <=45 degrees was located in the moderately tortuous and moderately calcified right coronary artery. After a 6f non-bsc guide catheter and a guidewire were crossed the lesion, pre-dilatation was performed with a 3.5x15 emerge balloon catheter and a 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.